Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013 due to prophylactic battery replacement and lead discontinuity. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The physician reported that the lead discontinuity was found in the operating room during surgery. When the surgeon replaced the battery and ran a system diagnostics the lead discontinuity was found and therefore the lead was changed. The battery had depleted many months prior. No x-rays were taken. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance; the physician stated that he didn¿t see anything and the parents didn¿t mention anything. The explanted products cannot be returned to the manufacturer for product analysis as the physician kept it. It was reported that the patient¿s last settings in (B)(6) 2012 were output=2.5ma/frequency=20hz/pulse width=250usec/on time=7sec/off time=0.3min/magnet output=2.75ma/magnet on time=60sec/magnet pulse width=250usec/neos=no. It was stated that device diagnostics at this time were fine.